Manufacturer narrative:
Insulun pump passed the rewind, basic occlusion, prime and displacement tests. The device was received with stuck iin the motor error loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. Unable to perform the error, occlusion and excessive no delivery tests due to the motor error alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with operating currents within specifications. The device passed the rewind, basic occlusion test, prime test and displacement test. However, the unit was stuck in the motor error loop during bolus /basal delivery and the error alarm was confirmed in the history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the error, occlusion, and excessive no delivery test due to the motor error alarms. The unit was received with cracked battery tube threads.

Event description:
Customer's husband reported the hospitalization. Customer was involved in vehicular accident. Customer was the passenger. The current blood glucose reading is 304 mg/dl. Customer has treated. The insulin pump has alarmed motor error. The vehicular accident was not insulin pump related. Nothing further reported.